Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the black box revealed one loss of prime event on (B)(4) 2015 at 19:45; deliveries resumed at 20:09. The pump was manually suspended on (B)(4) 2015 at 20:21 and manually resumed at 21:03. An unexplained por event was found on (B)(4) 2015 at 21:06; the pump was powered back on and deliveries were resumed at (B)(4) 2015 at 07:03. During evaluation, the pump was exercised for 24 hours with a 2.0unit/hour basal rate; at the end of testing, the basal history correctly showed 2.0units and total daily dose showed 48.0 units. There were no errors, alarms or warnings that occurred during testing. The total daily dose insulin delivery correctly reflects the user's programmed basal rates. The pump passed the delivery accuracy test and was delivering within required range and delivering accurately. The reported complaint was unable to be duplicated. The battery cap/cartridge cap was not returned; test caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted alleging an inaccurate delivery issue with the pump. It was noted that the basal history did not match the active basal program. The patient reportedly experienced a blood glucose (bg) measurement of 300mg/dl with dry mouth,extreme thirst, extreme urination and felt dizzy. This complaint is being reported because the reported issue was not resolved during troubleshooting.